Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered repeated errors on the universal surgical manipulator 3 (usm3). The technical service engineer (tse) advised the customer to restart the system which cleared the errors for a short time but the issue returned. The tse then had the customer restart the system with a patient side cart breaker reset. The customer continued the case afterwards and reported that the usm3 was not used for the rest of the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive followed up and obtained additional information. System functionality was checked upon powering the system. System powered on without errors initially. Procedure was completed robotically with three arms. Arm 3 was disabled. Patient information is not available. Intuitive surgical did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed. In logs, the 31226 error was found indicating the aurora link error reported by axes controller arm (aca) downstream link to the axes controller motor (acm). Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto an in-house system where no errors were triggered. The usm was then installed onto a patient side cart fixture test platform (pftp) where the fiber test failed on the clock-spring. Once testing was completed, the clock-spring fiber was aba (applied behavior analysis) tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.